Manufacturer narrative:
The cartridge has not been returned to animas for eval. If the cartridge is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/patient claimed that his blood glucose elevated to over "500 mg/dl" after consuming a "a lot of food". On the day of the call, the pt's blood glucose elevated to "437 mg/dl" and subsequently over "500 mg/dl" after a meal. While the pt on the call to animas his blood glucose was at "441 mg/dl" one hour after the last insulin bolus correction to treat the elevated reading. Reportedly, his blood glucose readings have been erratic on the day of concern. The pt claimed that his blood glucose went as low as "46 mg/dl" after overcorrecting a high of 300 something mg/dl. The pt did not have any symptoms and did not receive any medical intervention from a healthcare provider. Troubleshooting with the animas healthcare provider reviewed no leakage at the insulin pump connections. The previous cartridge did have air bubbles. The time and date was correct. The pt plans to exercise to lower his blood glucose and change the testing site. The pt plans to take a correction bolus via an insulin pen. This complaint is being reported because the pt claimed his blood glucose elevated above "500 mg/dl" while using the animas insulin pump. Factors such as over food consumption and previous animas cartridge with air bubbles may have been the contributing factors to the alleged acute complications of diabetes at the time of concern.